Manufacturer narrative:
The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. The complainant indicated that the device is implanted and will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a sling was implanted during a procedure. According to the complainant, after the procedure, the patient experienced a problem with the sling implanted several years ago. The patient reported having a secondary surgery to fix the problem but it was not fixed and the device "still isn't working right". All other information is unknown. Should additional relevant details become available; a supplemental report will be submitted.